Event description:
It was reported that: "when walking into the patient's room at 8:30 am, the nurse observed that the distal line of the 3 lumen cvc was separated between the extension line and the leur hub. The infusion line was connected to the distal line. On the medial line and the proximal one there was only a bidirectional valve without any tube connected. Once the nurse withdrew there was air bubbles on the proximal line. As a precaution the patient was set into strict supine position under 15l of o2 with mask and sent to garche in a hyperbaric chamber. There was no harm or health consequence for the patient from the incident.".

Manufacturer narrative:
(B)(4). The report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was observed that portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. Dimensional analysis revealed that the distal extension line outer diameter and inner diameter were within the specification limits. The outer diameter measured 2.14 mm, which is within the specifications of 2.13-2.21 mm and the inner diameter measured 1.47 mm, which is within the specifications of 1.40-1.48 mm. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The date of manufacture for the distal extension line (10-jan-2020), based on a potential lot from sales history, was before the containment date of 24-may-2022. A CAPA has previously been initiated due to address issues of this nature and indicates that the root cause is manufacturing related. Corrective actions have been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that: "when walking into the patient's room at 8:30 am, the nurse observed that the distal line of the 3 lumen cvc was separated between the extension line and the leur hub. The infusion line was connected to the distal line. On the medial line and the proximal one there was only a bidirectional valve without any tube connected. Once the nurse withdrew there was air bubbles on the proximal line. As a precaution the patient was set into strict supine position under 15l of o2 with mask and sent to garche in a hyperbaric chamber. There was no harm or health consequence for the patient from the incident."

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.